Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering noted multiple holes inside the gelseal cap. Three holes were clustered together while two holes were near each other in another location. Leak testing was performed on the gelseal cap and the trocar sleeves and the device functioned as intended and met current specifications. Leakage was detected from the gelseal cap where the three holes were located; however, the leak rate was within current acceptance criteria. The root cause could not be determined as engineering was unable replicate the incident. Visual inspection is performed 100% on all gelpoint mini units during the manufacturing process. This document represents our final report.

Event description:
Lc- "client inserts trocar to gel seal cap and the trocar slip off. Doctor reinserted trocar then found the gelseal cap cannot tightly seal and air leaked seriously."

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.